Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker stored an unsuccessful right ventricular auto-threshold (rvat) test due to low evoked response. Additionally, there was intermittent right ventricular (rv) undersensing with inappropriate rv pacing due to low r-waves on the rv lead. It was suspected that these observations were attributed to the patient's recent unrelated hospitalization due to sepsis. Technical services (ts) discussed troubleshooting options, and the patient was brought in for further testing. Programming changes were made to device sensitivity to address these observations. This pacemaker system remains in service. No adverse patient effects were reported.